Event description:
The customer reported that the image was partially blurred. The issue was found during preparation for use. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual. Inspection of the endoscopic system. Operation manual. Important information: please read before use. Warnings and cautions. During inspection and testing, no water leakage was found in the mirror, and no abnormality was found in the external image. After the on-site follow-up, it was found that the image of the mirror was normal when it was outside the body or just entered the body, and there was no fogging and blurring. Afterwards, the adhesion shadow appears on the upper left of the image. The adhesion cannot be removed by washing the ccd cover glass (objective lens) with water and air. It can be removed by gently rubbing the tip of the tissue or wiping the tip of the lens, but then it adheres to the patient's body fluid (mucus) and then reappears. This phenomenon occurs in different patients. There are scratch marks on the cover glass of the apex ccd (objective lens), but none of them are within the field of vision. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.